Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Yes, seamguard 60mm. Was the instrument fired across or near an existing staple line or clip? No, it was the first firing and no clips had been used. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected closing? None. Was there any difficulty removing the device from the tissue? Yes, the reverse button did not work so they used to the bailout lever to remove device. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that the device was used during a duodenal switch procedure, for the initial firing near the pylorus of the stomach with a black reload. The device locked out as it tried to advance and would not open. Tried to activate reverse on device and it did not activate so rep instructed to use the device bailout lever. Used another like device and black load to continue the case. There were no patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door missing; the override lever was up which denotes that the knife was manually returned to home position. An (B)(4) with the one piece sled partially advanced was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.